Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms on the system controller was confirmed via the submitted log file; however, the reported event of a damaged black power cable was not confirmed. A review of the submitted controller event log file spanned approximately 3 hours ((B)(6) 2023 from 06:08:25 ¿ 09:38:55 per time stamp). On (B)(6) 2023 from 06:24:15 to 09:35:54 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(4), was not returned for analysis and was exchanged. The provided information stated that the system controller had some damage to the black power cable. There were no pictures provided so the extent of the damage is unknown. Additional information provided on (B)(6) 2023 stated that exchanging the controller resolved the alarms. Although the damage is consistent with the observed alarms, a root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and power cable disconnect and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured several odd power cable disconnects (B)(6) 2023 while the patient was connected to batteries and wall power. These only appeared to be occurring on the black power lead. The black cable had some damage, so the controller was replaced which resolved the event.